Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg stopped working following an ablation procedure that occurred on (B)(6) 2022. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure in (B)(6) 2022 where the ipg was not set to surgery mode. As a result, the patient underwent surgical intervention during which the ipg was explanted.